Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) preliminary analysis found the device had no telemetry and no pacing output. Further analysis found that when powered externally, the device had normal current drain levels and was fully functional. Battery analysis found no anomalies. No root cause for the reported events could be determined.

Event description:
It was reported that wireless and non-wireless communication failed with this device. The patient reported the device sounded every morning at 8 am. Additional information was later received reporting possible high voltage interference with a tv set. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.